Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A ds2adv auto CPAP device was returned to a third-party service center for evaluation. Customer¿s complaint device had stopped working. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation the third-party service center noted "pca burned". Due to the alleged malfunction, although several components were identified as requiring replacement and servicing, no repairs were performed at the customer's request, and the device was returned unrepaired. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.